Event description:
Hospital ER personnel responded to a person described as in severe bradycardia with a heart rate of 20. The device was connected to the patient for external pacing. The device was set to 40 bpm and pacing was initiated. According to the reporter, the device did not properly sense intrinsic r-waves and would not properly pace the patient. The reporter stated that changes to ECG size and current did not work to make the device operate properly. A backup device was called for and used and no adverse effects to the patient were reported as a result of the alleged malfunction.